Event description:
The infusion pump was received a service facility with a vague report of it overinfusing while in clinical use. No specific clinical or pt info was able to be received. No pt injury was reported.